Event description:
There was an allegation of questionable creatinine jaff gen.2 results for 2 patient samples on cobas 8000 c702 modules. Sample (B)(6): the initial result was 118 umol/l (on module 1). On (B)(6) 2026, the sample was repeated on another module (module 2), and the result was 54 umol/l. On (B)(6) 2026, the sample was repeated on the same module as the initial result (module 1), and the result was 56 umol/l. Sample (B)(6): on (B)(6) 2026, the initial result was 187 mol/l (on module 2). On (B)(6) 2026, the sample was repeated, and the result was 80 mol/l (on module 2). On (B)(6) 2026, the sample was repeated, and the result was 78 mol/l (on module 2). The sample was repeated on another module (on module 1), and the result was 82.0 mol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The analyzer's serial number for module 1 is (B)(6). The analyzer's serial number for module 2 is (B)(6). Module 1: the calibration and qc were acceptable. The field service representative replaced the sample probes and reagent probes, flushed the rinse tubing, cleaned the ultrasonic mixer, washed the water tank, checked the cuvette level, and replaced the cuvette. He performed adjustments, checks, and tests. Module 2: the calibration and qc were acceptable. The field service representative replaced the degasser tank, sample probes, reagent probes, washed the water tank, checked the cuvette level, and replaced the cuvette. He performed adjustments, checks, and tests. The investigation is ongoing.